Event description:
The patient's daughter reported, the patient's blood glucose readings have been between 353 mg/dl and 444 mg/dl today with her normal blood glucose being about 155 mg/dl. She stated, the patient's symptoms were extreme thirst and fatigue and the patient gave herself 2 insulin injections. She stated, the patient is feeling much better and her blood glucose levels are decreasing. During troubleshooting, it was discovered that the time on the patient's insulin infusion device was not set correctly. The time for the device was corrected. The patient did not require assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.